Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the left lower extremity vessel. An angiojet solent omni catheter was selected for use. During the procedure, there was liquid leaking from the pump assembly, and the balloon was full of liquid. The device used for thrombectomy; however, it stopped suctioning after 35 seconds of use. The issue still persists even after restarting the console. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that no error message occurred. The device stopped infusing saline, and the system repeated the phase of injecting heparin saline. Subsequently, all activities were halted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 8 mm from the tip. Inspection of the device revealed multiple shaft kinks and a hypotube separation. An under-pressure alarm was observed during functional testing.

Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the left lower extremity vessel. An angiojet solent omni catheter was selected for use. During the procedure, there was liquid leaking from the pump assembly, and the balloon was full of liquid. The device used for thrombectomy; however, it stopped suctioning after 35 seconds of use. The issue still persists even after restarting the console. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that no error message occurred. The device stopped infusing saline, and the system repeated the phase of injecting heparin saline. Subsequently, all activities were halted.

Event description:
It was reported that loss of aspiration occurred. The stenosed target lesion was located in the left lower extremity vessel. An angiojet solent omni catheter was selected for use. During the procedure, there was liquid leaking from the pump assembly, and the balloon was full of liquid. The device used for thrombectomy; however, it stopped suctioning after 35 seconds of use. The issue still persists even after restarting the console. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(4).